Manufacturer narrative:
Initial reporter phone - (B)(6).

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use in a percutaneous coronary intervention (pci procedure. A shaft break occurred. The procedure was completed successfully with another emerge balloon catheter. No patient complications resulted in relation to this event, and the patient was reported to be stable.